Event description:
It was reported on (B)(6) 2014 that the end user sought medical attention on (B)(6) 2014 at 5:00 pm. The end user received a high blood glucose reading of 382 mg.dl after testing with his prodigy meter. He was sweating profusely and called the paramedics. Paramedics performed a glucose test with their meter and the result was 113 mg/dl. No additional information was reported in regards to treatment administered by the paramedics and the end user was not transported to the ER. No further information provided.